Manufacturer narrative:
Initial reporter city: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 15 atmospheres for 3 seconds, the balloon ruptured. The device was removed from the patient's body without problem and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition.